Manufacturer narrative:
The investigation for vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient was on impella 5.5 due to ventricular tachycardia storm. While on support, the patient had a gastrointestinal bleed which resulted in withholding anticoagulation. The patient survived the event.